Manufacturer narrative:
Determination of root cause: assessment: the customer was provided with additional info on possible causes of thermal injuries. A co serivce rep checked the system, found it met specifications, completed pm service. Conclusion: the root cause of the pt event can't be determined from this investigation.

Event description:
A surgeon reported corneal burn occurred. Patient's outcome was not provided. Additional info has been requested.